Event description:
The customer reported that the pump had an alarm. It was indicated that the batteries do not last longer than a week. During the call customer was hospitalized for dka. The cause of their admission was unk. The customer does not have the pump with them at the time of call. In addition customer was taken off it and put on manual injections by their doctor. Advised the customer to call the help line when their pump is available to troubleshoot.